Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated the pump has poor battery life; in addition, corrosion was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the pump¿s history showed multiple alarms for low and replace battery on the reported event date. A visual inspection of the pump showed moisture corrosion in the battery compartment. The compartment was cracked and the pump failed a leak test. During testing, the pump powered on normally; however an alarm was emitted. The pump was primed and exercised successfully. The current draws were found to be within specifications. The pump cover was removed and no further moisture ingress or intermittent connection was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.